Event description:
The olympus field service engineer reported (on behalf of the customer), that there was no angulation when angulation control knob was turned on, on the evis lucera elite colonovideoscope. The issue was found during preparation for use on an unspecified diagnostic procedure and completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material and residue from auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: angulation in the up direction is out of standards due to the worn angle-wire, there is corrosion from scope connector cover unit due to the leakage, the gap on upward/downward angulation control knob is out of standards due to the worn angle-wire, there are foreign material and residue from auxiliary channel, the image is partially dark due to the scratch on charged coupled device lens, the residual water at the charged coupled device lens is shown in the image due to the detached charged coupled device lens adhesive part, light guide bundle is abnormal, charged coupled device lens is broken, light guide lens is broken, and bending section cover adhesive is broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.